Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested. A supplemental medwatch will be submitted upon receipt of further information. Items marked ni are unknown to us at this time.

Event description:
Customer reported that "when priming, there was leakage from the by-pass switch. The leakage rate was 1.2ml/min. So the perfusionist had to exchange another one. No patient injury was reported." (B)(4). (B)(6).

Manufacturer narrative:
The sample is not available for investigation. Also pictures are not available so an investigation in our laboratory is not possible. This is the first failure of its kind. Thus the failure could not be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this, no further action will be completed at this time. DHR-review for 70100.4263 hbf 140#arterieller filter quart, lot: 70096163 has been reviewed and no abnormalities were found.

Event description:
(B)(4).